Event description:
When inserting tubing spike into bottle of IV fluid, rptr turned bottle upright to purge tubing. IV fluid leaked from area where slide clamp fits into pump, leaking IV fluid everywhere. The fluid was hyperalimentation but it very well could have been chemotherapy or other toxic fluid.